Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The customer have a rev d service manual. The product support engineer informed the customer that the reading that he is getting is within spec per the new rev h manual. The product support advised the customer to replaced the o2 solenoid. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the o2 % is low. There was no patient involvement.